Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a severely calcified, moderately tortuous lesion with 95% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient is alive with no injury.

Manufacturer narrative:
Image analysis: one image was provided for still image review. The image appears to show a stent device held in a gloved hand. There appears to be distal stent deformation evident. A resolute integrity shelf carton is visible in the background and the size 2.25 x 30mm matches the reported size. The complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #809823997: the device was returned for analysis. The device returned with a kink evident on the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent misalignment and distal stent deformation, the stent did not meet visual acceptance specification. Deformation and misalignment were evident to the mid and distal stent wraps. No deformation was evident to the distal tip. The inner lumen could not be verified with a mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.